Event description:
A report was received that the patient was having difficulties obtaining a full charge on her ipg. An x-ray was taken that confirmed the ipg had migrated. A pocket revision has been recommended.

Manufacturer narrative:
Additional information revealed that the ipg was set at a slant in the pocket which may have caused the charging difficulty. The physician replaced the ipg. The complaint of difficulty charging due to the ipg being at a poor charging angle/slant was confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The charge current sometimes reached its maximum, and indicates good alignment, but this optimal alignment was not consistent. Battery profile revealed a maximum depletion rate of 12mv per day, which is within the expected range. Device exhibits normal charging and discharging characteristics.

Event description:
A report was received that the patient was having difficulties obtaining a full charge on her ipg. An x-ray was taken that confirmed the ipg had migrated. A pocket revision has been recommended.